Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system while changing the reservoir. The insulin pump was not bumped or dropped. The drive support cap is protruded. Blood glucose value was 143 mg/dl. Customer already had a replacement insulin pump. He was advised to discontinue the use of the device and revert to a backup plan until getting the settings from the doctor and programming the new device.